Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump battery was observed to be depleting quickly. The pump battery depleted from 100% to 20% within one day. There was no impact to the customer's blood glucose level was a result of the battery issue. Reportedly the customer has manual injections as alternate insulin therapy until the replacement pump was received. In addition, the customer reported experiencing an elevated blood glucose (bg) level at the time of the call (250 mg/dl). A bolus via the pump was administered to address bg level. The customer stated the possible reason for the high bg level is their body not responding to insulin. The customer declined troubleshooting with tandem technical support and stated their healthcare provider would be contacted if necessary.

Manufacturer narrative:
The investigation has been completed and the reported issues could not be confirmed. However, a different issue was found.